Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the flexible drill shaft has been in the field since 2013. Exactech has received 7 similar complaint reports involving 9 devices since 2013. Because the flexible drill shaft is used in total hip surgeries, sales data for acetabular cups was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Manufacturing: no information regarding the serial number or manufacturing lot was provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the most likely underlying cause of the broken flexible drill shaft could not be determined because the device was not available for evaluation, and no further details about the breakage have been provided. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues, nor did it lead to patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgical procedure a flexible drill shaft broke. Both pieces were noted to be on the back table, by the agent, during and after the procedure. No pieces were believed to be in the patient and/or left in the patient. There was no delay to surgery and no adverse event to the patient. The patient's health was stable leaving the or. Multiple email requests have been made for additional information; no further information has been provided by the contacts related to this event.